Event description:
It was reported that the patient had the inflatable penile prosthesis due to unspecified reasons. A new inflatable penile prosthesis consisting of 12 cm x 9.5 mm cylinders, a pump, and balloon were implanted. Additional information received indicated the device was removed and replaced due to malfunction as it was not working well.

Event description:
It was reported that the patient had the inflatable penile prosthesis due to unspecified reasons. A new inflatable penile prosthesis consisting of 12 cm x 9.5 mm cylinders, a pump, and balloon were implanted.